Event description:
It was reported that a patient underwent a general procedure on (B)(6) 2023 and barbed suture was used. The fixation feature had been missing in the newly dispensed suture when it was opened for surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that one open sample of product code sxpp1a405 was received. During the visual assessment of the needle-suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appear to be caused by a surgical instrument could be observed. The suture was examined, body fluids on the barbs were found and one side of the fixation tab was broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported event a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.